Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative reported that the bulkhead connector was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect connector was returned to the manufacturer for evaluation. Visual inspection found that the prongs on the connector were bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the prongs inside of a network connection port were visibly bent and damaged, resulting in the navigation system being unable to communicate with the imaging system. The reported issue occurred while setting up for the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.